Manufacturer narrative:
UDI -- (B)(4). Attempts are being made to obtain additional information. Upon receipt of additional relevant information, a follow-up report will be submitted. This is device 2 of 2 reported in this event. Refer to MDR 1226348-2018-10804 for information on the additional device.

Event description:
This is complaint 2 out of 2 that was reported by the affiliate, a perforator disengaged prematurely causing a 45 minute delay. The procedure was concluded with a helical cutter. The patient was awake because he was undergoing to dbs for parkinson's disease and he complained strongly about the prolonged and annoying maneuver.

Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when released. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.